Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratches on the lcd window, cracked reservoir tube, scratches on the case and broken battery tube threads. The test battery cap fit and was removed properly in the battery compartment. (B)(4).

Event description:
Nurse reported via phone call high blood glucose, hospitalization and issues with the insulin pump. Customer's blood glucose level was over 800 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, was placed on insulin drip and they were in the intensive care unit. Customer experienced vomiting and severe body aches as a result of high blood glucose. Customer's alarm history showed low reservoir. Customer performed the high pressure test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.